Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: lap cholecystectomy. Event description: the clip applier misfired twice and then the doctor clarified that the trigger was squeezed twice and nothing came out. Additional information provided by applied medical representative via email 20aug2025: ctf03 trocar was used. Pictures of device are unavailable. Additional information provided by applied medical representative via email 22aug2025: I think the clip was loaded into the jaws. The clip was not properly seated in the jaws of the device. No idea whether the trigger could be easily or completely actuated or whether there was resistance in trigger actuation. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. I asked a scrub tech [name] who was in the cases. Intervention: the procedure was finished; they finished the case with our device. Patient status: patient is fine/safe.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy. Event description: the clip applier misfired twice and then the doctor clarified that the trigger was squeezed twice and nothing came out. Additional information provided by applied medical representative via email 20aug2025: ctf03 trocar was used. Pictures of device are unavailable. Additional information provided by applied medical representative via email 22aug2025: I think the clip was loaded into the jaws. The clip was not properly seated in the jaws of the device. No idea whether the trigger could be easily or completely actuated or whether there was resistance in trigger actuation. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. I asked a scrub tech [name] who was in the cases. Intervention: the procedure was finished; they finished the case with our device. Patient status: patient is fine/safe.